Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator began having vaginal wall pain post-implant. The patient, with instructions from the nurse practitioner (np), turned the stim off immediately after implant but was still hurting. The patient presented to the clinic and was still hurting. The pain was not where the patient feels stimulation. The patient feels stimulation in the perineum area. The patient had previous prolapse surgery in may and thought it was related to that. The physician did a vaginal exam on the patient and stated that it was not an issue. He instructed the np to prescribe pain medication and to follow up in a week. Yesterday, the clinic called the patient, and the patient mentioned they are still in pain. The physician believes the patient may have an internal hematoma or some other nerve pain post-implant. The np was instructed to prescribe toradol or another nonsteroidal anti-inflammatory drug (nsaid) to the patient today. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort", "hematoma", "inflammation" and "pain" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator began having vaginal wall pain post-implant. The patient, with instructions from the nurse practitioner (np), turned the stim off immediately after implant but was still hurting. The patient presented to the clinic and was still hurting. The pain was not where the patient feels stimulation. The patient feels stimulation in the perineum area. The patient had previous prolapse surgery in may and thought it was related to that. The physician did a vaginal exam on the patient and stated that it was not an issue. He instructed the np to prescribe pain medication and to follow up in a week. Yesterday, the clinic called the patient, and the patient mentioned they are still in pain. The physician believes the patient may have an internal hematoma or some other nerve pain post-implant. The np was instructed to prescribe toradol or another nonsteroidal anti-inflammatory drug (nsaid) to the patient today. The physician believes the patient had inflammation around the nerve, causing the patient pain. The patient's pain has been resolved, and the patient is happy with their therapy. The patient is no longer taking pain medication. There were no additional patient complications.

Event description:
It was reported that a patient with this neurostimulator began having vaginal wall pain post-implant. The patient, with instructions from the nurse practitioner (np), turned the stim off immediately after implant but was still hurting. The patient presented to the clinic and was still hurting. The pain was not where the patient feels stimulation. The patient feels stimulation in the perineum area. The patient had previous prolapse surgery in may and thought it was related to that. The physician did a vaginal exam on the patient and stated that it was not an issue. He instructed the np to prescribe pain medication and to follow up in a week. Yesterday, the clinic called the patient, and the patient mentioned they are still in pain. The physician believes the patient may have an internal hematoma or some other nerve pain post-implant. The np was instructed to prescribe toradol or another nonsteroidal anti-inflammatory drug (nsaid) to the patient today. The physician believes the patient had inflammation around the nerve, causing the patient pain. The patient's pain has been resolved, and the patient is happy with their therapy. The patient is no longer taking pain medication. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.